Event description:
According to the reporter: occurred during a vats lobectomy procedure. During parenchymal resection, the proximal staple line was incomplete. The staple line was fixed using another stapler. Medical or surgical intervention was needed to release the lungs of the tumor. The case was completed using a new device. The patient was alive with no injury.